Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The service engineer (se) inspected the device. The service engineer (se) inspected the device and replaced the data color display cable, liquid crystal display (lcd) and the vga controller printed circuit board assembly (pcba). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator has lines through the display. There was no patient involvement.